Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that upon completion of the first fentanyl 2000mcg in 100ml ns bag, a waste of less than 4ml was expected but an actual waste of 9.8ml was withdrawn from the tubing. The pump also had a versed and levophed drip (gtt) being infused. Both fentanyl and versed were infusing with a y-connector to a central venous catheter (cvc). Pump was leveled about 4.5-5ft high and medications were hanging above the nurse's head at around 6ft. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿unexpected residual volume remaining in container¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that there was unexpected residual volume remaining in container was not determined because no product or device logs were returned. The reported issue that there was found unexpected residual volume remaining in container during an infusion of the drug fentanyl could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that upon completion of the first fentanyl 2000mcg in 100ml ns bag, a waste of less than 4ml was expected but an actual waste of 9.8ml was withdrawn from the tubing. The pump also had a versed and levophed drip (gtt) being infused. Both fentanyl and versed were infusing with a y-connector to a central venous catheter (cvc). Pump was leveled about 4.5-5ft high and medications were hanging above the nurse's head at around 6ft. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.